Event description:
In bern salem while doing a pka case with doctor the tip of the pin broke. Update: "1. Was the patient in the o.r. At the time of event? Yes; 1. Was the patient under anesthesia? Yes; 2. Did the device break in the patient? Yes; 1. Were all pieces removed? Most probably; 1. If so, how was this verified? Visually; 2. If not, why not? Might be that a small part of the tip remained. ".

Manufacturer narrative:
Update to b2. Reported event: while doing a pka case the tip of the pin broke. Update: "1. Was the patient in the o.r. At the time of event?yes; 1. Was the patient under anesthesia?yes; 2. Did the device break in the patient?yes; 1. Were all pieces removed?most probably; 1. If so, how was this verified?visually; 2. If not, why not? Might be that a small part of the tip remained. ". Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/18/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, l/n w50726-2 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
In (B)(4) while doing a pka case with doctor the tip of the pin broke. Update: "was the patient in the o.r. At the time of event? Yes. Was the patient under anesthesia? Yes. Did the device break in the patient? Yes. Were all pieces removed? Most probably. If so, how was this verified? Visually. If not, why not? Might be that a small part of the tip remained."